Event description:
It was reported that; pt states that he has stiffness and a pulling pain in the front of the right thigh, the groin, and pain on the outer part of his hip which extends into his back. He also has some swelling in the hip and thigh. He has a lot of pain when he stands from a sitting position. He occasionally feels sharp pain in the groin area when he lies down. He states that he can't walk more than two blocks w/o intense pain. In (B)(6), his surgeon ordered x-rays and a CT scan. He has had blood drawn but is not aware of the results. His dr diagnosed that a revision surgeon is necessary. His surgery is scheduled.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with theses devices. The reported event is considered to be under the scope of this recall.